Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the insulin delivery totals correctly reflected the user programmed basal rates. Performance testing of the complaint was unable to be completed. During testing, the load cartridge phase did not detect the filled cartridge. Evaluation revealed an out of calibration force sensor and contamination in the force sensor assembly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. This complaint is being reported due to possible use error as the patient did not know how to use some pump features, which may have contributed to his symptoms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient's wife stated that on (B)(6) the patient changed the cartridge. In the evening he was having trouble with the cartridge and said he had to look at his owner's booklet but states he figured it out. She does not know what the trouble was and he was frustrated. The patient was not able to clearly verbalize the issue. The patient's wife is concerned that the pump delivered extra insulin. She stated that the patient woke up at 11:30 pm feeling shaky and stood against a wall. The patient's diet had not changed. The patient reportedly had back surgery a few months prior to the complaint. The patient was not sure how to use different pump features. There were multiple 0 unit bolus doses found in the pump history and the prime history shows that the prime amounts were very small (0.6 units) for the past week. Although there is no evidence of a device malfunction this complaint is being reported because the patient suffered a symptom that may be indicative of hypoglycemia and did not know how to use pump features.